Manufacturer narrative:
This supplemental report is being filed due to missing device code. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead was found out to be dislodged via chest x-ray and was therefore not capturing. The physician implanted a new lead and attempted to remove the lv lead, however, the lead would not come out. The lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead was found out to be dislodged via chest x-ray. The physician implanted a new lead and attempted to remove the lv lead, however, the lead would not come out. The lv lead was surgically abandoned. No additional adverse patient effects were reported.